Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Follow up correction: g4 and d1 and da2. Corrected to hamilton-c6 device information.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "release valve defective messages ." No patient involvement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "release valve defective messages.". No patient involvement.

Manufacturer narrative:
After performing the tightness test the device shows the message "release valve defect". The event occurred during non-clinical use. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. The root cause of the event was determined to be a defective ambient valve. After replacing the ambient valve, the device was released back into use.